Event description:
(B)(4). Pelvic pain, excessive bleeding, migraines, depression, vision problems, ringing in ears, rashes, hairless, bloating, weight gain, bladder loss, severe cramps, numbness in arms and legs, unable to sleep, nose bleeds, back pain and joint pain.